Manufacturer narrative:
B.7 added information that was omitted from the initial report that was submitted. E.1 added initial reporter phone number and zip code extension as they were omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.11 added instruction for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ the investigation has been completed. No product was returned. Arrhythmia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Thrombocytopenia, epistaxis: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): no product was returned. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The user facility reported that a patient presented with atrial fibrillation with rapid ventricular response/acute decompensated heart failure. Was admitted for suspicion of cardiogenic shock. Decision made to place impella 5.5. The impella 5.5 was successfully placed. During support it was noted that the patient had multiple run of ventricular tachycardia (vt). The physician attempted to reposition pump however, unable to clear the papillae muscles, vt improved after reposition. Additionally, they were holding heparin due to nose and mouth bleeding. Last echo showed impella measuring 6.3 cm. Interventional cards tried to pull back but not able to. Also noted was platelets 30. Heparin-induced thrombocytopenia panel sent in addition to transfusing platelets. The patient also had arrhythmias that resolved with amiodarone. The 5.5 was successfully weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.